Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not provided. It was reported that there were no complications from the time of implant. The patient presented in the or fifteen days post index procedure with leg pain on the right side. A CT scan was done and the right limb was occluded from the aortic bifurcation all the way down to the right sfa profunda bifurcation area. A cut down on the right side was performed and they were able to get a wire in through the limb to the top. Then they used an embolectomy catheter and did a thrombectomy up the right iliac limb. The occluded limb was the 16 x 10 which was coming down to the external iliac artery. They had embolized the right hypogastric artery due to a right iliac artery aneurysm (at the time of implant). At the level of the internal / external iliac bifurcation there was still narrowing within the stent graft. A 10 x 38 balloon expandable atrium stent was implanted within the 16 x 10 limb without problem. The final angiogram showed great run off. Then they decided to do a run off of the rest of the right leg, which showed the right superficial femoral artery was occluded. Upon review of the CT scan from before the original implant, the right sfa was occluded at that point as well. Also noted, there is a stenosis of the profunda artery, so the physician did a profunda / femoral artery endarterectomy to clear out the calcium for better flow. The contralateral limb was not involved in this event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: occlusion, pre-existing condition; previously occluded right sfa. Conclusion: pre-existing condition; previously occluded right sfa.